Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect total b-hcg result of 160 miu/ml was generated for a patient sample that tested negative at 0.1 miu/ml using the roche b-hcg method. Architect retesting was positive at 152 iu/l. The patient was a 48 year old female diagnosed with hydrosalpinx. No impact to patient management was reported.

Manufacturer narrative:
Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the negative population for the complaint lot number is within the established limits. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of architect total b-hcg reagent lot number 46064ud02. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no deficiency for lot number 46064ud02 was identified.

Event description:
The customer stated that a false positive architect total b-hcg result of 160 miu/ml was generated for a patient sample that tested negative at 0.1 miu/ml using the roche b-hcg method. Architect retesting was positive at 152 iu/l. The patient was a 48 year old female diagnosed with hydrosalpinx. No impact to patient management was reported.